Event description:
It was reported that the left ventricular (lv) lead exhibited intermittent loss of capture. Technical services (ts) was contacted, and ts discussed programming options. The device and leads remain in service. No adverse patient effects were reported.